Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were unable to move up or down on the insulin pump due to the buttons not working. No further information reported.

Manufacturer narrative:
All buttons function properly, no damage found on the keypad assembly during inspection. However, found unlocked j2 lcd keypad connector during visual our inspection. The insulin pump was received with cracked reservoir tube lip, scratched case, minor scratches on the lcd window and scratched reservoir tube window.